Manufacturer narrative:
Code 3191 was used to capture the required additional surgical intervention upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported failure to capture and lead dislodgement.

Event description:
It was reported that this right ventricular (rv) lead was explanted due dislodgment and intermittent loss of capture with less than two seconds of asystole. This lead was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due dislodgment and intermittent loss of capture with less than two seconds of asystole. This rv lead was successfully explanted and replaced. No additional adverse patient effects were reported.